Manufacturer narrative:
Analysis of product ID 37761(serial# (B)(6)) recharger found cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient receiving deep brain stimulation therapy for an unspecified neurological condition experienced issues with external components, including a frayed recharger antenna cord (recharger antenna 37791), a broken desktop charger connector pin that "fell out," and a frayed cable for the desktop charger (37761 dtc/ac power supply). The cables were described as being in "pretty bad shape." Additionally, it was noted that the patient did not speak well, with speech difficulty cited by the patient's representative. Requests were made to replace the desktop charger and the recharger antenna. No deaths, infections, illnesses, or other adverse events were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 37761, (serial: (B)(6)); product type: recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.